Event description:
Status post bilateral subglandular inframammary 225cc h/s gels for augmentation. Other than some firmness pt has had no complaints referrable to breasts until last year when attempted self closed capsulotomy and developed fold on right breast. Pt has complained of progressive systemic problems, including some dating from shortly after implantation. Pt has not associated them with implants until recently. Complains of arthralgias, myalgias, burning pain in hands and feet, tingling/numbness, enlarged veins, chronic fatigue, swollen glands, low grade fevers, hot flashes, headaches, dry mucus membranes, hair loss, oral cold sores, prickly rashes, raynaud's, sensitivity to chemicals, weight loss, and irritable bowel syndrome. Mammogram 6 months ago within normal limits. Pt denies any other trauma but has pain in breasts.